Event description:
A report was reccieved that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. Model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, serial#: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient had new area of pain, so the physician explanted the ipg and implanted new ipg and new leads to cover the new pain area. The new pain was not device related. No device malfunction suspected with the ipg. The explanted device was not returned to bsn as it was discarded by the medical facility.